Event description:
It was reported that "dr was impacting trident psl cup, when the handle broke away from the inserter during a total hip replacement."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.